Event description:
It was reported via repair work order that the fowler skin had cracks (resulting in exposed sharp edges being reported) and was reported to have fluid intrusion present. However, there were no impacts to the functionality of the fowler reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler skin had cracks (resulting in exposed sharp edges being reported) and was reported to have fluid intrusion present. However, there were no impacts to the functionality of the fowler reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Stryker medical qa failure investigator contacted stryker field service on (B)(6) 2013 and found out that there was no fluid intrusion. The technician accidentally reported for fluid intrusion.